Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was unable to be confirmed; however, the reported shaft detachment was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the proximal part of the of the 2.75 x 33 mm xience prime stent delivery system was found to be kinked during preparation before use. There was no patient involvement. There was no clinically significant delay in the procedure. Return device analysis revealed a proximal shaft separation and the device appeared to have been used (blood in the guide wire lumen and balloon folds). Follow-up with the site confirmed that they were aware of the shaft separation, but still insist that the device was not used in the patient. No additional information was provided.